Manufacturer narrative:
H3 other code, h6 code b17, c19, d15: a lot number/serial number was not provided, therefore a review of the manufacturing records could not be completed. The device fragments were returned to gepromed for investigation. Submitted in formalin were two vascular graft fragments consistent with a gore® propaten® vascular graft. The scope and results of the investigation were summarized, and a report was submitted to w. L. Gore & associates. An explant scientist at w. L. Gore & associates reviewed the report. Explant scientist observations: segment 1 was reported to measure 62 mm in length, consisted of a graft fragment (without rings) anastomosed using blue monofilament suture to excised vessel. The graft fragment was transected and appeared to be an anastomosis site with blue monofilament suture at the heel. The abluminal surface was completely devoid of tissue and the blue alignment marks were visible. The lumen at the graft end of the specimen appeared widely patent while the lumen of the vessel was unable to be assessed via the images provided. The segment was reported to be patent based on the water patency test performed. Segment 2 was reported to measure 82 mm in length, consisted of a graft fragment containing rings visible at one end. The fragment was encased in varying degrees of thickness of light tan to dark red brown tissue and the blue alignment marks were faintly visible only at one end. The lumen at one end of the fragment was occupied with red tissue, the opposite end appeared open. The segment was reported to be occluded based on the water patency test performed. Material disruptions (e.g., transections) were consistent with those caused by surgical instrumentation (e.g., scalpel, scissors) during the explant process. Based on the explant scientist¿s review of the gepromed report, no additional analysis is requested as the patency of the device fragments was confirmed based on the analysis provided. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. The instructions for use (IFU) for this medical device states as a warning: "when using gore® propaten® vascular graft, avoid using traumatic instruments, handling or tensioning the graft with excessive force or high rates of force, or placing the graft in an undersized tissue tunnel. These actions may cause graft damage or redundancy. Potential consequences include partial or complete occlusion due to hemodynamically significant stenosis or thrombosis and related harms, including additional interventions to resolve." Further the IFU states under potential device and procedure-related adverse events: "complications which may occur in conjunction with the use of any vascular prosthesis and/or vascular or related procedures include but are not limited to: partial or complete occlusion due to hemodynamically significant stenosis or thrombosis".

Manufacturer narrative:
H3 other code, h6 code b17, c19, d15: a lot number/serial number was not provided, therefore a review of the manufacturing records could not be completed. The device fragments were returned to gepromed for investigation. Submitted in formalin were two vascular graft fragments consistent with a gore® propaten® vascular graft. The scope and results of the investigation were summarized, and a report was submitted to w. L. Gore & associates. An explant scientist at w. L. Gore & associates reviewed the report. Explant scientist observations: segment 1 was reported to measure 62 mm in length, consisted of a graft fragment (without rings) anastomosed using blue monofilament suture to excised vessel. The graft fragment was transected and appeared to be an anastomosis site with blue monofilament suture at the heel. The abluminal surface was completely devoid of tissue and the blue alignment marks were visible. The lumen at the graft end of the specimen appeared widely patent while the lumen of the vessel was unable to be assessed via the images provided. The segment was reported to be patent based on the water patency test performed. Segment 2 was reported to measure 82 mm in length, consisted of a graft fragment containing rings visible at one end. The fragment was encased in varying degrees of thickness of light tan to dark red brown tissue and the blue alignment marks were faintly visible only at one end. The lumen at one end of the fragment was occupied with red tissue, the opposite end appeared open. The segment was reported to be occluded based on the water patency test performed. Material disruptions (e.g., transections) were consistent with those caused by surgical instrumentation (e.g., scalpel, scissors) during the explant process. Based on the explant scientist¿s review of the gepromed report, no additional analysis is requested as the patency status of the device segments was confirmed based on the analysis provided. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause.

Event description:
The following information was reported to gore by gepromed: on (B)(6) 2022, a 68-year-old female patient underwent a femoro-popliteal bypass procedure (unknown manufacturer) in germany. On (B)(6) 2024, for this femoro-popliteal bypass a thrombectomy was performed, also in germany, with partial prosthetic replacement (unknown manufacturer), which involved fitting a new segment for a eptfe prosthesis. On (B)(6) 2024, a gore® propaten® vascular graft (graft) was implanted for this patient as a femoro-popliteal bypass in order to treat a critical limb threatening ischemia. This procedure took also place in germany. On (B)(6) 2024, after about 14 days, the graft was explanted during a new surgical procedure in switzerland. The surgeon reported that the graft had been thrombosed for 5 days. The surgeon had no suspicion why the graft have been thrombosed within this short time period. The patient outcome was reported as positively evolved. As the patients cardiovascular risk factors were mentioned hypertension, dyslipidemia and active smoking.

Manufacturer narrative:
B5: gore explant experts are evaluating the explant report (gepromed). The correct medical device name was identified and a corrected explant report was requested from gepromed. Further results are pending. C: heparin surface incorporates carmeda. Heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Manufacturer narrative:
A4: patient weight was requested, but remains unknown. H6 code b22, c20: a unique device identification number was not provided, therefore the manufacturing date and/or production details cannot be determined. H3 other code, h6 code b15, c21: the explanted medical device was sent to third party investigator (gepromed). Scope and results of the investigation were summarized and was provided to gore. Gore explant experts are evaluating the report (gepromed). Results are pending. H6 code b17, c20: the medical device was retained with third party investigator (gepromed), therefore direct product analysis was not possible. The instructions for use (IFU) for this medical device states as a warning: "when using the gore® acuseal vascular graft, avoid using traumatic instruments, handling the graft with excessive force or high rates of force, cutting the graft incorrectly, or placing the graft in an undersized tissue tunnel. These actions may lead to separation of graft layers. Potential consequences include partial or complete occlusion due to hemodynamically significant stenosis or thrombosis and related serious harms, including additional interventions to resolve." Further the IFU states under potential device and procedure-related adverse events: "complications which may occur in conjunction with the use of any vascular prosthesis and/or vascular or related procedures include but are not limited to: - partial or complete occlusion due to hemodynamically significant stenosis or thrombosis" w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore by gepromed: on (B)(6) 2022 a 68-year-old female patient underwent a femoro-popliteal bypass procedure (unknown manufacturer) in germany. On (B)(6), 2024, for this femoro-popliteal bypass a thrombectomy was performed, also in germany, with partial prosthetic replacement (unknown manufacturer), which involved fitting a new segment for a eptfe prosthesis. On (B)(6) 2024, a gore® acuseal vascular graft (graft) was implanted for this patient as a femoro-popliteal bypass in order to treat a critical limb threatening ischemia. This procedure took also place in germany. On (B)(6) 2024, after about 14 days, the graft was explanted during a new surgical procedure in switzerland. The surgeon reported that the graft had been thrombosed for 5 days. The surgeon had no suspicion why the graft have been thrombosed within this short time period. The patient outcome was reported as positively evolved. As the patients cardiovascular risk factors were mentioned hypertension, dyslipidemia and active smoking.